Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and was unable to confirm the alarm issue. The fse pulled files in an attempt to review logs; however, the files provided were insufficient; therefore, the technical investigation could not be performed, and it could not be confirmed if the alarms were functioning at the time of the issue or not.¿ the engineer was unable to provide their analysis findings. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the monitor did not generate a red critical alarm and the patient passed away; however, it was also noted the ECG arrhythmia alarms may have been turned off. Additional information received indicated there was a delay in care, but it was not known how long the delay in care was for. It was indicated the lack of alarms may have contributed to the death, but nurses also indicated the patient death may have occurred independent of the alarm issue. The alarms were deactivated but the nurses stated the option to deactivate the alarms should not be readily available. Based on this information, there does not appear to be any malfunction of the device, and it cannot be determined whether the lack of alarm contributed to the patient's death.